Event description:
A report was received that the patient was not receiving stimulation and was unable to charge the ipg after a defibrillator has been used for a non-device related medical issue. The patient underwent an ipg replacement and was doing well following the procedure.

Event description:
A report was received that the patient was not receiving stimulation and was unable to charge the ipg after a defibrillator has been used for a non-device related medical issue. The patient underwent an ipg replacement and was doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and photographic imaging tests performed. The complaint was confirmed. The analog integrated circuit (aic-u1) was damaged. The analog integrated circuit-u1 damage resulted in rapid battery depletion rate of the ipg and kept the device in hibernation. When in hibernation, stimulation is turned off. Charging was attempted in the cis lab multiple times but was unsuccessful, due to the analog integrated circuit-u1 damage. The cause of the damage was the patient¿s defibrillation procedure.